Manufacturer narrative:
Balt USA's reference number: (B)(4). Pending investigation findings from supplier balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: eclipse got caught in oynx cast. Follow up received 10aug2021: "I found out today that this procedure happened six months ago, the balloon got stuck in an onyx cast. The balloon was left in the body. Patient is doing fine. That's all I was able to obtain as a doctor got pulled away" follow up received 12aug2021: no patient injury during the procedure and no negative outcomes as a result of the incident? No injury. Will the physical device be returning for evaluation? No. Can you provide the part and lot number of the product? Don't have was this reported by the hospital? Not sure.

Manufacturer narrative:
Balt USA's reference number: (B)(4). Date of the incident not reported and was unable to be obtained. The supplier balt extrusion has provided the following summary of analysis for the reported incident: the affected catheter eclipse2l has not been returned to balt extrusion sas for inspection. As a result, the analysis of the reported event was by definition limited. The review was so based on the incident description, the device history records and the data gathered during our post-marketing surveillance program for such failures based on the available information and the investigation results the complaint cannot be confirmed. The supplier balt extrusion has provided the following summary of analysis for the reported incident: the lot number has not been provided so the lot history records can not be reviewed. However, during the manufacturing process of eclipse2l, several tests are performed: the braid, the tube, and the balloon are 100% controlled with a visual inspection; a tightness test of the balloon is also performed on every unit; the integrity of the micro-catheters are 100% controlled; a sliding test is also performed on a sample of microcatheters. If the affected catheter has not validated one of these steps, the eclipse2l would not be released from production. The incident description mentioned that the eclipse2l revealed being entrapped into the embolic agent injected ("eclipse got caught in oynx cast"). We do not know accurately the conditions where occurred this issue and which manipulations were applied. However, the data issued from our post-marketing surveillance program show that such blocking are generally caused by the embolic agent reflux beyond the catheter's distal extremity. This incident is generally not linked to the device itself since there is not a technical characteristic that could explain the trapping. It is possible that the failure was the result of poor visualization of the reflux on the x-ray pictures, however this cannot be confirmed. In conclusion, the incident reported (embolic agent trapping) is unlikely linked to a potential technical failure of the balloon catheter eclipse2l. Several tests are performed during the manufacturing of eclipse2l in order to ensure the conformity of the finished product. The product was not available for inspection. Yet, this issue will remain subject to continued tracking as part of our post-marketing surveillance process. Review of the DHR cannot be conducted as the product lot number was not reported. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that eclipse got caught in oynx cast. Follow up received 10aug2021: "I found out today that this procedure happened six months ago, the balloon got stuck in an onyx cast. The balloon was left in the body. Patient is doing fine. That's all I was able to obtain as a doctor got pulled away". Follow up received 12aug2021: no patient injury during the procedure and no negative outcomes as a result of the incident? No injury. Will the physical device be returning for evaluation? No. Can you provide the part and lot number of the product? Don't have. Was this reported by the hospital? Not sure.